Event description:
Pacemaker interrogation revealed oversensing (current) and undersensing in the past. The pt stated that he felt like he did before the pacemaker was implanted. Pt's primary problem was weakness, some question of chest pain and a question of shortness of breath. The pacemaker was surgically explanted.